Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Customer changed infusion set and cartridge and resumed insulin, however, occlusions continued and upon follow-up with tandem technical support the pump was replaced. Customer continued to use the pump for insulin therapy.